Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reported they were sound asleep and felt like their bottom was thumping as well as feeling like they were getting electrical charges as if their finger was in a plug. Patient shut the interstim off and has kept it off since and their bladder is working fine. Patient indicated they believe they had shut the interstim off by (B)(6) 2021 so the event occurred sometimes in 2021. Patient is not sure if they will pursue device removal or not. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.